Event description:
Observed broken iabp connector during pm inspection. Incident occurred during preventive maintenance by a company rep.

Manufacturer narrative:
A company rep observed during preventive maintenance that the ibp was broken. The company rep replaced the cable assembly, cable line and safety disk. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).